Event description:
It was reported to philips that the system was unable to boot. The user had to perform four restarts to resolve the issue. No harm was reported to philips. Philips has started an investigation of this complaint.